Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm. Customer's blood glucose was 119 mg/dl. Drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump gave a compromised force sensor alarm during the basic occlusion and prime tests due to a loose/protruded drive support disk. Unable to perform the occlusion, excessive no delivery, self test or unexpected restart error test due to the alarm. The pump passed the displacement and operating currents tests. No unexpected low battery alarm was noted. The pump had a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, a broken belt clip slot, minor scratches on the display window, a missing end cap sticker and a broken battery cap.